Event description:
The manufacturer received information alleging of a thermal event to a dreamstation 2 advanced auto CPAP device. The user alleges the machine was plugged in, turned on, and then turned back off when they noticed an odor like burning plastic. The machine was brought into the office and was ran without any water in it when smoke and a flame was observed inside of the device. The flame was blown out and the device was unplugged. There was no report of patient harm or injury. The device has been returned to the manufacturer, but the investigation is not yet complete. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging of a thermal event to a dreamstation 2 advanced auto CPAP device. The user alleged the machine was plugged in, turned on, and then turned back off when they noticed an odor like burning plastic. The machine was brought into the office and was ran without any water in it when smoke and a flame was observed inside of the device. The flame was blown out and the device was unplugged. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. During the evaluation, external examination observed minor wear and tear such as slight scuffing and smearing on the ui bezel. Due to the nature of the complaint and possibility of further thermal damage, the technician took the precaution of performing the internal investigation next rather than the operational testing and error log retrieval. Smoke contamination/discoloration was observed on the touchscreen component, heaviest near the component labeling. The pca showed damage to the q2 and surrounding components. A trail of soot/charring extends from the q2 out across the humidifier input/output seal. Fine particulate was observed adhered to the underside of the rear panel, as well as evidence of water ingress. The underside of the pca has no visible damage. Blower motor brass nut shows evidence of corrosion or contamination. Using the returned power supply and cord, the technician powered on the device. The device booted successfully but therapy auto-initiated, likely due to power interruption during the previous use. After multiple boot attempts, the technician was able to disable therapy interrupting the power cycling. The technician retrieved the error log which contained 8 errors. 4 instances of reboot error e-15 err_cycle_handler_overrun was logged. 1 instance of continue error e-53 err_comp_log_sem_timeout was logged. 1 instance of continue error e-94 err_rtc_stopped was logged. 1 instance of reboot error e-203 err_rtos_no_message_available. 1 instance of continue error e-400 err_message_crc_failed was logged. Operational testing was not performed as initiating therapy causes device to reboot. The technician is able to confirm a thermal event occurred in the failure of q2, likely due to water ingress to the pca. The technician is unable to confirm evidence (i.e., melted plastic, thermal creep, damage to underside of pca, unintentional voids, etc.) To support the claim of visible flames being present. Though this mode of failure shares similar attributes to those identified in CAPA pr 1299367, engineering evaluation suggests it may be a separate mode of failure. Based on the information available, the manufacturer concludes no further action is necessary.

Manufacturer narrative:
The manufacturer previously reported (B)(6) for the component code. After review, it was determined the component code should be (B)(6). The manufacturer previously stated, "based on the information available, the manufacturer concludes no further action is necessary." After review, it was determined the manufacturer should have stated, corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation. Section h6 updated in this report.